Manufacturer narrative:
Visual analysis of the photographs identified device with brown particles in device outer surface and flat creases.

Event description:
Healthcare professional reported right side deflation and "patient's concern with the product". Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation and "patient's concern with the product". Device has been explanted.